Event description:
The pt received two leads with the same lot number. It was reported the pt has ineffective stimulation and is interested in a surgical lead implant. The pt had effective stimulation until recently. The current pain pattern is bilateral leg and low back.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.